Event description:
Report received of a filter leak. The customer reported that the incident occurred during home infusion of an unspecified amount of chemotherapy (doxorubicin and vincristine). Five minutes after the infusion was initiated, an unspecied amount of fluid leakage was observed at one of the filter's air vents. The infusion was immediately discontinued. There was no fluid contact with the patient. The tubing set was replaced, and the therapy was restarted without delay. There was no reported adverse patient event. Though requested, no additional information was available.